Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Breaking of a pinnacle impactor handle on (B)(6) 2014. The tip on the handle broke off while impacting the definitive cup.

Manufacturer narrative:
Examination of the returned instrument confirmed the threaded tip broke off. Eco 268661 was implemented on (B)(4) 2008 to change the dowel pin to 90000b03-18; incorrect dowel pin was called out in the material list of the print. The complaint sample was manufactured after the change; however, a two-year search of the complaint database did not identify a trend for instruments manufactured after the design change. The date code nt0809 indicates the instrument was manufactured in august 2009; misuse and/or heavy usage may be contributing factors. No corrective action indicated. Complaints will be monitored via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.